Event description:
It was reported that myopotential oversensing was observed. Abbott technical support was contacted who recommended reprogramming. No intervention was performed. The patient was stable.